Event description:
Company representative sent a repair request reported with an issue of "leak ". No harm was reported. No patient harm, no user injury reported . Device evaluation found the coating of the image guide (ig) insertion section is peeling off (1mm2 or more). This report is being submitted due to the finding of coating of the image guide (ig) insertion section is peeling off (deterioration, peeling off of the coating of the insertion section 1mm2 or more) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found pinhole on a-rubber (bending section) , due to pinhole, watertightness is lost (leakage). Due to deformation of control unit, water tightness is lost. The reported issue of "leak " was confirmed. Furthermore, inspection found the coating of the image guide (ig) insertion section is peeling off (deterioration) attributed due to handling issue. Additionally, the following defects/findings were identified during device inspection: due to wear of angle wire, bending angle in up direction does not meet the standard value. The angle wire became longer than normal. Objective lens has discoloration. Lg lens has discoloration. Ud plate has a scratch. Control unit has a scratch. Connecting tube has a dent. Connecting tube has a scratch. Venting connector under grip is shaved. Angulation lever has a scratch. Ig protector has a scratch. Connecting tube has a dent. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed coating of the imaging guide (ig) coil peeling off could not be determined, however, the issue was likely the result of repetitive use stress, external factors, or handling. The event can be detected by following the instructions for use which state: ¿chapter 3 preparations and inspections 3.2 preparations and inspections of the endoscope". ¿inspection of endoscope:¿ ¿1. Visually check that there are no scratches, chips, deformation, or other abnormalities on the external appearance of the operation part. 2. Visually check that there are no bends, twists, bulges, or other abnormalities in the soft part near the boundary between the anti-break part and the insertion part. 3. Check that there are no cracks, dents, bulges, edges, metal wires protruding from the inside, protrusions, floating resin, peeling, or other abnormalities in the appearance of the insertion tube. 4. Grasp the insertion tube lightly with your hand and slide it along its entire length to make sure that it does not catch on the entire circumference. Also, make sure that the flexible part is not unusually hard (fig. 3.2)¿. Olympus will continue to monitor field performance for this device.